Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic ercp in 2006. It was reported that during the procedure, the cut wire broke. The procedure was completed with a different device. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been received by this MFR. An eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance prodedures.